Event description:
We switched our brand of bedwetting alarm and bought the malem alarm thinking it would help. It arrived and the night when I set it up for my daughter, the alarm makes a very strange noise like a rattling sound and got hot. Within an hour, the batteries leaked from the alarm and all along, we did nothing. Just let it sit on the countertop. Dangerous product for children.